Event description:
Generator product analysis (pa) was completed. The generator was returned after surgery was done for high impedance and the generator was replaced with a new generator rule generator out as high impedance cause. There was no malfunction associated with the generator as impedance was found to be lead related. Results of diagnostic testing indicated he device was operating and communicating as expected. Various electrical loads were attached to the generator and diagnostic testing results demonstrate accurate resistance values were noted in all instances. Electrical test results showed the generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the generator. No additional relevant information has been received to date.

Event description:
Information was received that the surgeon found a hole when he was replacing the lead. The lead was not broken completely, and is speculated to be the reason the high impedance was intermittent. The patient's generator was received into analysis, however analysis has not been completed to date. The patient's lead was explanted, and has not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that during an or visit a patient's device was showing high impedance during a generator replacement surgery. It was stated that the test resistor was used to check the generator and it still showed high impedance. It was confirmed generator diagnostics was being run and the generator was still showing with high impedance. The test resistor was reinserted and generator diagnostics showed impedance within normal limits. The surgeon was instructed to reinsert the lead into the generator while leaving the hex screwdriver inserted in the septum plug to relieve back pressure and system diagnostics then showed normal impedance. Further information was received that the troubleshooting only temporarily resolved the issue and that after the patient was awake again and the generator was interrogated, the lead impedance was high again. It was stated several diagnostic tests were done and the representative reported ended the session and reinterrogating a second time as well and they still received high impedance. Diagnostic tests showed a large range of impedance values. It was stated the impedance got lower each time the device was checked. The patient's output currents were on. The representative waited approximately one hour and interrogated the patient 3 more times and ran diagnostics and all values were high. It was clarified while explaining the series of events from the date of the surgery that the surgeon pushed the test resistor in rather hard and tightened it with the screw driver. Tachycardia detection was also able to be set up without issue, and diagnostics were done after this as well and showed normal impedance. The representative stated that during surgery, the surgeon took the pin out, and looked at it to see if anything was obstructing and the surgeon did not see anything. With the hex screw driver still inserted, after clicking twice, normal impedance was seen and the device was then inserted. Normal lead impedance was seen again before the patient was closed up. It was also stated that high impedance was seen multiple times on with the test resistor before receiving good impedance. The surgeon removed after seeing high impedance, wiped off the pin, looked for obstructions, and then "pushed it hard and tightened" and then normal impedance was seen. The x-rays were provided after high impedance was reported. Per the images received, the generator was located in the patient¿s chest. The connector pins appeared to be fully inserted and the feedthru wires were intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. There were two tie downs located on the strain relief of the lead in the neck. The lead wires at the connector pin appear to be intact. An area where a possible lead break exists was noted in the upper left chest however due to the quality of the image, cannot be confirmed to be a true fracture. Any lead fractures, discontinuities and sharp angles could not be assessed in the part of the lead that was not included in the image. Based on the x-rays received, the cause of the high impedance is possibly the break however cannot be confirmed. Note that a microfracture cannot be ruled out based on the images provided. Additional information was received that the patient underwent revision surgery. It was stated that first, only the generator was replaced and after a system diagnostic with the new generator and old leads, the impedance was still high. The pin was re-inserted and the impedance was still high after a system diagnostic test. The test resistor was used to check the new generator and the impedance was normal after a generator diagnostic test. The lead was then fully revised and after the new leads were placed and connected to the new generator, impedance was within normal limits. It was stated that the surgeon did see a small hole in the explanted lead. The patient's replacement surgery facility, (B)(6) hospital, is a no return site and therefore the patient's lead has not been received into analysis to date. Information was received that the representative has the generator and will send to livanova for analysis however has not been received into analysis to date. The representative does not have the lead for return. No additional relevant information has been received to date.